Event description:
It was reported that there was phrenic nerve stimulation with the left ventricular lead. The pacing threshold for the lead was reprogrammed to 1.75 volts. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.